Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis in excellent condition. The tank was then filled with water, temp check was attached, the line cord was plugged in, and the unit was turned on; no discrepancies observed. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that the alarms to a smiths medical level 1 hotline blood and fluid warmer were observed to not be working. There were no reported adverse effects.